Event description:
It was reported that the hi-torque (ht) balance middleweight (bmw) universal ii guide wire was used in the left anterior descending artery (lad) for main branch protection. After deployment of the xience sierra stent in the diagonal branch, the guide wire could not be removed. Microcatheters were used and ballooning was performed but still failed to remove the guide wire. Femoral puncture was performed and was able to pull the whole system out through radial. There was no damage to the xience sierra stent implanted. Final procedure was completed by using femoral approach and using a non-abbott guide wire. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported entrapment of device could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The guide wire was returned with blood and contrast on the coils, black polymer coating, and entire length of the core. This is consistent with use. The tip and center solder were returned corroded, likely a result of exposure to the elements during transit back to abbott vascular for analysis. There were bends and kinks throughout the entire length of the guide wire, which likely occurred due to handling/packaging of the device for return to abbott vascular. The tip coils were stretched distal to the center solder, causing the coils to be wavy. The intermediate coils were stretched distal to the proximal solder. The polymer coating was separated proximal to the proximal solder. The polymer coating at the separations were bunched, stretched, torn, and jagged. The guide wire was returned frozen inside the guide wire lumen of the non-abbott corsair pro xs microcatheter. The abbott xience sierra stent used during the procedure was not returned. In this case, return analysis noted that the coils near the distal tip of the guide wire were bent and stretched. This suggests the guide wire interacted with an accessory device during removal, such as another guide wire, resulting in the reported entrapment. Manipulation of the guide wire during its interaction with the accessory device likely resulted in the noted stretched, bunched, and broken polymer coating. Additionally, a femoral puncture was performed and was able to remove the whole system through the radial. The investigation determined the reported entrapment of device and subsequent treatment appear to be related to the operational context of the procedure. In this case, return analysis noted that the coils near the distal tip of the guide wire were bent and stretched. This suggests the guide wire interacted with an accessory device during removal, such as another guide wire, resulting in the reported entrapment. Manipulation of the guide wire during its interaction with the accessory device likely resulted in the noted stretched, bunched, and broken polymer coating. Additionally, a femoral puncture was performed and was able to remove the whole system through the radial. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H10 - additional mfg narrative modified.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported entrapment of device could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation determined the reported entrapment of device and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the implanted stent post deployment, resulting in the reported entrapment of the guide wire. Manipulation of the guide wire during its interaction with the stent likely resulted in the noted stretched, bunched and broken polymer coating and deformed core. Additionally, a femoral puncture was performed and was able to remove the whole system through the radial. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the hi-torque (ht) balance middleweight (bmw) universal ii guide wire was used in the left anterior descending artery (lad) for main branch protection. After deployment of the xience sierra stent in the diagonal branch, the guide wire could not be removed. Microcatheters were used and ballooning was performed but still failed to remove the guide wire. Femoral puncture was performed and was able to pull the whole system out through the radial. Final procedure was completed by using femoral approach and using a non-abbott guide wire. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: there was no damage to the xience sierra stent implanted. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.